Manufacturer narrative:
This complaint was reported in error. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened

Event description:
The instrument became damaged from normal use and sticks to the keel punch impactor handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.